Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Removed implants were disposed of.

Event description:
It was reported that there is a case where there is a possibility that some implants need to be changed since the patient had an infected shoulder joint. Upon exposing the joint, the surgeon advised that they would change a few implants and thoroughly wash the patients joint out and then re-implant the product.

Manufacturer narrative:
Please note a correction to the d4 lot number: the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there is a case where there is a possibility that some implants need to be changed since the patient had an infected shoulder joint. Upon exposing the joint, the surgeon advised that they would change a few implants and thoroughly wash the patients joint out and then re-implant the product.